Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, the device did not fired. The knife blade cut but no staples were fired. When they opened a second stapler, it fired 270 degrees and cut the tissue. They finished the surgery with the suture manually. Patient stayed at hospital 10 days more and he/she has ileostomy also have defecation problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, the device did not fired. The knife blade cut but no staples were fired. When they opened a second stapler, it fired 180 degrees and cut the tissue. They finished the surgery with the suture manually.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the product noted no abnormalities. Microscopic inspection of the staple guide exhibited evidence of staple presence and deployment at some point. Under magnification, deformation was noted at the staple pocket ends consistent with the staple loading process. Further microscopic inspection of the knife noted nicks on the knife blade. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.